Manufacturer narrative:
This report is submitted on july 04, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain. The patient was re-implanted with another cochlear device during the same surgery.